Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. Additional information has been requested. There has been one other complaint reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during an intraocular lens (iol) implant procedure, a streaky plastic-like foreign material was found to be adhered to the lens after it was inserted in the patient's eye. The surgeon suspected that it was a coating agent, lubricant or release agent in the cartridge. There was no patient harm and the lens remains implanted.

Manufacturer narrative:
Product evaluation: the used cartridge was returned. Inadequate viscoelastic is observed in the cartridge. The nozzle has a crack on the right side. The tip has heavy stress. The cartridge was cleaned for further evaluation. Topcoat dye stain testing was conducted with acceptable results for the presence of topcoat. A coating disruption is observed on the right side of the tip. Cartridge product history records were reviewed and documentation indicated the product met release criteria. The indicated viscoelastic is not qualified for cartridge use. It is unknown if a qualified iol and handpiece were used. The root cause for the reported issue could not be determined. Based on the review of the returned used cartridge, the reported foreign material may have been internal coating material from the cartridge tip. The cartridge was damaged. A non-qualified viscoelastic was indicated. It is unknown if a qualified lens/handpiece combination was used. The use of non-qualified combinations may result in delivery issues and/or damage. Although the root cause has not been determined, contributing factors could be: a. Viscoelastic type: the use of a non-qualified viscoelastic may result in delivery issues and/or damage. B. Viscoelastic amount: not using the appropriate amount of viscoelastic as described in the dfu may result in delivery issues and/or damage. C. Delivery speed: if the customer delivers the iol quicker than the dfu describes, this may result in delivery issues and/or damage. D. Handpiece: the use of a non-qualified hand piece for the combination indicated may result in delivery issues and/or damage. The manufacturer internal reference number is: (B)(4).